Manufacturer narrative:
The product was not returned for eval. The user reported a dislodged cannula. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached 359 mg/dl less than 48 hours after the pod was activated. There was insulin leaking and upon inspection she realized the cannula had come out of her skin.